Manufacturer narrative:
Insulin pump received with missing segments/partial display due to cracked and bleeding lcd glass. Unable to perform any tests due to lcd physical damage. Pump received with cracked case near display window corners noted.

Event description:
It was reported that the device was dropped on floor and the screen is gone. The customer¿s blood glucose level at the time of the incident is unknown. No further details or information available. The device will be returned for analysis.